Event description:
During a lung case, the physician noted that the needle was not as sharp as it used to be. The tumor was very soft and the needles did not seem to be able to penetrate the tissue. As the tumor moved away from the needles each time, the physician aborted the cryoablation procedure and switched to rfa and was able to complete the treatment.